Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; device code - unknown; expiration date - unknown; date implanted - between (B)(6) 2007 and (B)(6) 2014; date explanted - unknown; initial reporter - the article was written by merrill a. Ritter, beverly thomas and maggie hillery; manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This information was originally reported on 1825034-2016-00146 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of the article titled, "early revision for adverse local tissue reactions secondary to taper corrosion with the ml taper hip stem: a report of 24 cases." A patient was identified in the article that underwent total hip arthroplasty between (B)(6) 2007 and (B)(6) 2014. Subsequently, patient was revised on an unknown date due to recurrent dislocations, elevated metal ion levels, significant abductor necrosis and corrosion of the trunnion. During the procedure, the acetabular shell and the femoral head were removed and replaced. Subsequently, patient underwent a closed reduction on an unknown date due to dislocation. A second revision procedure has been indicated due to unknown reasons; however, a second revision has not been reported at this time.